Manufacturer narrative:
Other text: b3. Date of event is unknown. D4. Lot number, expiration date: unknown. H4 is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking during infusion. The leakage occurred on the part of the tubing at the proximal side of the cassette (just before entering the pump). No patient injury reported.

Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.